Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient reported ins is non-operational, it doesn't charge, they don't have controller and they are planning to have device removed. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed use of eligibility form for MRI purposes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. Caller mentioned pt started having trouble charging their ins in (B)(6) 2023 and could not get the ins to charge or hold a charge. Pt had not charged ins since and now needed MRI. Pt had been turned away from having MRI about 1.5 weeks ago because pt was not able to access MRI mode. Pt had really severe back pain and hcp wanted to take stimulator out to put in pain pump. Caller and hcp suspected there was something else going on that would require surgery and wanted to do an MRI prior to moving forward with pain pump. Tss reviewed MRI mode, passive recharge mode, and MRI guidelines with caller. Pt was not available at time of call. Tss suggested caller call back when pt was available with all the external equipment to enter passive recharge mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.